Event description:
There was a dripping from the selector handpiece during a surgery. An adjustment to the screw on the peristaltic pump was required to stop the dripping in the handpiece. It is unclear if the surgical procedure was delayed, but no pt injury was reported.